Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received results of 425 and 430 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. The customer was advised to return her test strips, but it was discovered after the initial call that she had disposed of them. No product will be returned.